Event description:
User facility reported instances where patient developed hematoma during use of device. Standard care (e.g. Manual compression) was used to resolve issues without surgical intervention.